Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus the high frequency unit "esg-400" displayed error code e433 that was found during preparation for use for an unknown therapeutic procedure. The issue was resolved through troubleshooting. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not made available to olympus for a technical investigation. The information presented by the user appears plausible. Possible causes for the occurrence of error message e433 are: disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). The user presses the footswitch during device startup (temporary error caused by user action). Defective foot switch due to short circuit in the plug (temporary error). Defective foot switch due to defective reed contact (temporary error). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective cable connection for the output signal between generator board and relay board (temporary or permanent error). Defective transformer tr1 on the generator board (permanent error). Defective current transformer on the generator board (permanent error). Defective impedance converter on the generator board (permanent error). Defective peak value rectifier on the generator board (permanent error). Missing control for the output stage of the generator board (permanent error). Output voltage too low due to poorly switching hf output stage on the generator board (permanent error). No or too low supply voltage from the high volt pulsed stimulation (hvps) board (permanent error). Defective hvps board due to short-circuiting of the mos transistors (permanent error). In such cases, popping noises or flashes of lightning can sometimes also be observed or noticed by the user. Defective motherboard due to short circuit of resistor ntc1 (permanent error). Defective motherboard due to defective adc (permanent error). Defective tvs diodes on the relay board (permanent error). The customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.